Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B) (6) 2009, the pt was implanted with one gore tag thoracic endoprosthesis to repair a thoracic aortic aneurysm. On (B) (6) 2010, the pt underwent a reintervention due to the initial device having a stent fracture. An additional gore tag thoracic endoprosthesis was implanted. The pt tolerated the procedure.